Event description:
A malfunction alarm with code malf 12 was reported while the customer was at a waterpark, though the pump was neither taken on attractions nor exposed to water. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump and assisted the customer in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arose.